Event description:
It was reported to medtronic minimed that the customer experienced pump error 3(the main arm cannot communicate with the motor arm), pump error 43(an error in the motor was detected by reading unexpected value from hall sensor). The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1885 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed self test. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to a constant pump error 3 alarm and pump error 42 alarm during the rewind test. Successfully downloaded history files and traces using thump. In further review of the formatted history file 2 days prior to the event date of 11-aug-2025, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: 08/11/2025 12:32:24.000. 08/11/2025 14:03:51.000. 08/11/2025 17:18:20.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Lostsensor1alert (780) was found on: 08/11/2025 16:08:00.000. 08/11/2025 16:18:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. Pump error 130 alarm was found on: 08/11/2025 12:11:54.000 to 08/11/2025 12:30:12.000. Pump error 43 alarm was found on: 08/11/2025 12:30:21.000 to 08/11/2025 12:53:09.000. 08/11/2025 13:03:00.000 to 08/11/2025 13:58:47.000. 08/11/2025 14:01:01.000 to 08/11/2025 14:05:52.000. 08/11/2025 16:51:08.000. Pump error 3 alarm was found on: 08/11/2025 17:10:21.000 to 08/11/2025 17:16:00.000. 11/17/2025 09:04:00.000 . 11/17/2025 09:07:00.000. 11/17/2025 09:10:00.000. Pump error 42 alarm was found on: 08/11/2025 17:10:23.000 to 08/11/2025 17:16:02.000. 11/17/2025 09:04:00.000 . 11/17/2025 09:07:00.000. 11/17/2025 09:10:00.000. Pump error 130 alarm, pump error 43 alarm were confirmed in the formatted history file and a constant pump error 3 alarm and pump error 42 alarm during rewind test were confirmed, suspected on motor and hw issue. Pump error 63 alarm (variableinfo = 09) was found on: 08/11/2025 17:10:21.000. 08/11/2025 17:12:08.000. 08/11/2025 17:15:59.000. Pump error 63 alarm (variableinfo = 09) was confirmed according in the formatted history file, suspected on hw. Pump error 68 alarm was found on: 08/11/2025 17:24:03.000. Pump error 49 alarm was found on: 08/11/2025 17:24:03.000. 08/11/2025 17:24:15.000. Pump error 23 alarm was found on: 08/11/2025 17:24:29.000. Pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were expected since the pump restarted due to pump error 63 alarm. The pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2 and motor assembly noted. No corrosion or moisture damage found on the force sensor and vibrator assembly noted. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. Unable to perform the required testing due to a constant pump error 3 alarm and pump error 42 alarm during the rewind test. Pump error 63 alarm (variableinfo = 09), pump error 130 alarm, pump error 43 alarm were confirmed in the formatted history file and a constant pump error 3 alarm and pump error 42 alarm during rewind test were confirmed due to corrosion on the pcba 1, pcba 2 and motor assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.